Manufacturer narrative:
Event: corrected/additional information.

Event description:
Problem on (B)(6) 2013, this patient underwent endovascular treatment for a thoracic aortic aneurysm.

Manufacturer narrative:
B5: corrected/additional information.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for a thoracic aortic dissection and was implanted with two gore® tag® thoracic endoprostheses. Final imaging was reported to show a potential distal type I endoleak remained. The physician chose conclude the procedure and monitor the patient. The patient tolerated the procedure. On an unknown date follow up imaging showed no endoleak. On an unknown date estimated to be on or about (B)(6) 2019, computed tomography imaging showed a distal type I endoleak. On (B)(6) 2019, the patient underwent reintervention for treatment of the distal type I endoleak and an additional conformable gore® tag® thoracic endoprosthesis was implanted distally to extend coverage. The patient tolerated the procedure. The physician believes possible migration may have caused or contributed to the distal type I endoleak; however the information provided was not sufficient to determine a cause.